Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a pump speed not reached:m5 alarm and the motor overheating could not be confirmed nor reproduced during testing of the returned centrimag motor. The returned motor was evaluated and tested by the service depot. The motor was tested with a test 2nd gen primary console and flow probe. Immediately after powering up the system the console alarmed with a motor disconnected:m2 alarm and would not recognize the motor. Continuity testing of the motor's cable revealed an intermittent open connection in the drive phase a connection (a1+/a1- wires) when the cable was manipulated at the motor end bend relief. Although the root cause of this damage could not be conclusively determined. It appeared consistent with repetitive bending or twisting of the motor's cable during use. Although neither the report of the motor "overheating" nor the "m5" alarms were reproduced during testing, the confirmed motor cable damage has the potential to result in these events. The defective motor was scrapped. Similar reports related to conductor breakdown in the motor's cable have been identified and corrective action (CAPA) has been initiated to address the issue. The returned motor was manufactured prior to the implementation of the CAPA. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Sections a1-a4: the patient identifier, age, sex and weight were requested but not provided, therefore they are unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag motor gave a m5 code (set pump speed not reached alert) and was overheating. No further information was provided.